Event description:
Customer reported via phone call, she was hospitalized due to high blood glucose. Blood glucose was close to 600 mg/dl and by the time she was admitted she didn't know what her blood glucose was. Customer's symptoms were vomiting, protein in kidneys, and high blood glucose. Customer doesn't feel the doctor didn't have her blood glucose under control. Troubleshooting wasn't performed. The device is not being returned for further analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.